Event description:
Customer received a discrepant sodium result for a plasma specimen. The original result was 106 mmol per l. The same specimen was repeated on the other integra 800 and gave 140 mmol per l. The original result was not released and the pt was not treated based on the result. The field service representative determined the v waste 1 valve was not opening fully causing water to be left in the wash tower. He replaced the v waste valve and checked ise wash operation. He ran calibration, controls and precision test to verify analyzer performance.